Event description:
The rptr stated that a pt was treated by injection based on a result of <0.1 miu/ml with the suspect device. An alternate device gave a result in the normal range, indicating that the pt should not have been treated. The rptr indicated that the device is giving results 50% too low with other samples.

Manufacturer narrative:
Standard disclaimer on file. 5. Subsequent follow-ups with the account failed to confirm or provide additional info on the potential injury or on 50% low result-compared to other samples. Device was evaluated by the field service visit and slightly low results were addressed by service visit.